Manufacturer narrative:
On 4/27/2020, the medical record evaluation (mre) of lot number 170443 was requested from the quality operations team. However, the physical DHR file could not be located. An internal corrective action was created to address this issue. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 6/24/2020, patient has a planned explantation on (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 8/14/2020. Device evaluation summary: according to the information received, the patient experienced deflation in the breast implant. During the visual evaluation of the product al line of shell wear, was observed on the posterior aspect. Leak testing was performed, according to the mentor procedure, and it revealed a tear within the shell wear, measuring approximately 0.1 cm. The evaluation determined that the rupture is consistent with a rupture caused by wear. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses to the device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 3/26/2020, patients explantation has been postponed due to covid-19. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Reason for device explant and/or reoperation: n/a manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent breast surgery with a 275cc mentor siltex round moderate profile saline breast implant experienced right sided deflation post procedure. As a result, patient had an explantation on (B)(6) 2020.